Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. After examining the device in teneo, it was discovered that the pump firmware remained in a 'pending' state. This situation arises when the pre-requisite message from sap experiences a delay or fails to transfer correctly to teneo. Consequently, customers receive an error message indicating that their pump is already up to date. To address this issue, an incident has been raised with the sap team in service now to manually re-trigger the eligibility message from sap to teneo. Before ticket could be addressed, a pump replacement had been approved for the patient and they were shipped a new 780g device. No further investigation is required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced software error. The customer reported no adverse event. The event involved product(s) mmt-6121. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6121.